Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided. Customer alleged pump was the suspected cause of the elevated bg. The customer went to the emergency room and was subsequently admitted to the hospital where they were treated with manual injections. Customer was discharged on (B)(6) 2019 with no permanent damage. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.